Event description:
300lb. Patient was first positioned in the lateral position and then repositioned to the supine position on the 5855 orthopedic fracture table. The non-affected leg was then placed in the well leg assembly (5855-838) with a gel pad placed between the patient and the pad of the well leg holder to prevent the leg from moving or falling from the holder. The patient was in this position approximately 5 hours. Over the weekend, the patient demonistrated compartment syndrome in the calf that had been in the well leg holder. October, the patient returned to the or for a fasciotomy to relieve pressure and removal of necrotic tissue.